Event description:
It is reported that a revision surgery was performed in 2009 to replace an unknown zimmer apollo tibial insert.

Manufacturer narrative:
This report will be amended when our investigation is complete.